Event description:
It was reported that the patient was experiencing ineffective stimulation due to misplacement of the lead. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
Event date: event date is estimated. Implant date - implant date is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction d4: device information has been updated.